Manufacturer narrative:
(B)(4). Physio downloaded the electronic records from the customer¿s device and was able to confirm that on the date of the event their device experienced multiple inappropriate losses of power. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported power issue.  Physio then replaced the battery pins, the battery wire harness and the power pcb assembly. The removed parts were then sent to the failure analysis center (fac) for further investigation. The cause of the reported issue was determined to be due to fretting corrosion on the battery wire harness contacts of connector j11 and the mating power supply pcb assembly contacts of connector p11. The fretting corrosion has been determined to cause an increase in contact resistance which can result in a sudden loss of device power under conditions of high current usage from functions such as printing a code-summary record or charging the defibrillator. Proper device operation was confirmed after replacing the battery wire harness and the power pcb assembly and the device was returned to the customer for use.